Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and the burnt fuse was verified. No cause was able to be determined with the provided information. The fuse was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a burnt fuse. No additional information is available.